Event description:
The customer reported that the footpedal was not saving images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep exchanged the control display pcb. The system is working as intended.